Event description:
It was reported that during an afib procedure the physician had difficulty handling the catheter curve. The physician retrieved the catheter from the patient to check it upon which he noted that there was some damage at the catheter tip. Further follow-up information stated that the deflection curve was broken. The catheter was not stuck in contracted position. The catheter was removed safely from the patient without difficulty. The user proceeded by changing to a new catheter. No patient injury was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that during an afib procedure the physician had difficulty handling the catheter curve. The physician retrieved the catheter from the patient to check it upon which he noted that there was some damage at the catheter tip. Further follow-up information stated that the deflection curve was broken. The catheter was not stuck in contracted position. The catheter was removed safely from the patient without difficulty. Upon visual inspection of the returned complaint catheter, bwi failure analysis lab noted the catheter condition on the proximal side of electrode rings #20 and #19 were damaged. All catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility. This catheter was returned for deflection and loop characteristics. The catheter passed deflection test meeting specifications; however, the loop contraction was out of specification. Further examination revealed that the variable puller wire length was out of specification. In addition, the DHR review verified that the device was manufactured in accordance with documented specification and procedures. The complaint condition was confirmed. The root cause of the tip damage remains unknown. Further investigation regarding the electrode ring damages resulted in an internal corrective action that was opened to address this issue.